Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product contributed to event.visually examined. Complaint reviewed.

Event description:
Allegedly the instrument stripped.